Manufacturer narrative:
Investigation determined that a limited number of sofia sars antigen fia test cassettes from lot number 706142 have an increased potential for false positive results. The root cause relates to a physical deformation of the test strip on 0.7% of the test cassettes manufactured of lot 706142. A field action was initiated as a result of the investigation. Source: phone

Event description:
Reported 1 suspected false positive sars results for one symptomatic patient. No confirmatory testing completed.